Event description:
It was reported that during a vascular access interventional therapy, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous cephalic vein. A 6.0 x 40, 75cm mustang balloon dilatation catheter was advanced and inflated initially at 20 atmospheres. On the second inflation, the balloon ruptured at 20 atmospheres. The procedure was completed with a 6mmx4cm symmetry balloon dilation catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. During an attempt to inflate the balloon, a pinhole leak was identified. The leak was located distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and the distal markerband could not identify any anomalies . The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a vascular access interventional therapy, a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous cephalic vein. A 6.0 x 40, 75cm mustang¿ balloon dilatation catheter was advanced and inflated initially at 20 atmospheres. On the second inflation, the balloon ruptured at 20 atmospheres. The procedure was completed with a 6mmx4cm symmetry balloon dilation catheter. No patient complications were reported and the patient's status was good.